Manufacturer narrative:
Investigation into corrective/preventive actions in process.

Event description:
It was observed, following device insertion into the patient, that while attempting to infuse, the device would not flush fluid through the infusion holes in the basket. No patient harm. Device was replaced with another device.